Manufacturer narrative:
Philips service reconnected the power cable and restored the monitor to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the monitor in the control room did not power on; cable was reconnected on a azurion 3 m12. The clinical use of the system was unknown. There was no reported patient or user harm.